Event description:
The customer stated that an mp70 monitor fell off it's mount due to a broken mounting arm. No pt harm was reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.